Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. The physician noted that the atrial lead exhibited high capture threshold, high impedance, and p wave sensing was at 0.2 mv. During the procedure on (B)(6) 2020, the physician capped and replaced the atrial lead successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
Correction: device code - the atrial lead exhibited low impedance instead of high impedance. Device code - the atrial lead exhibited loss of capture and undersensing.

Event description:
New information received stated that the atrial lead exhibited loss of capture, low impedance, and undersensing.